Event description:
The patient's clinical status is not addressed but a post implant check found the device in back-up mode. During implant, "bovie" was used and the patient was externally defibrillated after implant. A download was completed, but measured data displayed an rrt message with battery data at 2.16v, (---)ua, and <1 kohms. Atrial impedance was >2500 ohms and ventricular impedance was <200 ohms. The magnet rate also showed dashes. The device was therefore replaced.